Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose connector occurred with a bd phaseal¿ optima connector (c35-o). The following information was provided by the initial reporter. "We had an incident at (B)(6) where the nurse fully connected the injector to the connector. When she let go, they popped apart. She is not sure if she heard a click but definitely felt that it was engaged. When she reconnected them they stayed together and infused fine."

Event description:
It was reported that a loose connector occurred with a bd phaseal¿ optima connector (c35-o). The following information was provided by the initial reporter,. "We had an incident at ut patient infusion where the nurse fully connected the injector to the connector. When she let go they popped apart. She is not sure if she heard a click but definitely felt that it was engaged. When she reconnected them they stayed together and infused fine."

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807721, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Three retained samples of lot 1807721 were used for additional evaluation. The product was visually inspected with no defects observed. Testing was performed, engaging and disengaging the product and all samples functioned as intended. Based on the available information we are not able to identify a root cause at this time.